Event description:
The complainant reports when attempts to remove the vent connector on the endotracheal microcuff tube the connector broke.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.